Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the lead segment that was returned was performed. Only the proximal segment of the lead was returned which was severed 135 mm from the terminal pin. Continuity testing with manipulation was performed. Measurements throughout the test were within normal limits. Microscopic inspections of the terminal pin was performed. Two setscrew marks were noted on the terminal pin; one was in the proper location, while the other was far too proximal. Laboratory testing was unable to reproduce the reported clinical observations. However, depending on when the mark that was too proximal on terminal pin was made, this could have caused observations in the field.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise and had an increase in pace impedances. The pace impedances were 1800 ohms which is an increase from implant values of 526 ohms. It was noted the noise has persisted over the last year and a revision procedure was just recently scheduled as the patient is not dependent. The rv lead was replaced and during the revision, the lead was tested on a programmer. Noise was present and when the physician manipulated the pocket, the noise got worse. The lead was also tested via a pacing system analyzer which showed the 1800 ohm impedance values. The physician then decided to cut off a segment of the lead and return it for analysis as it was suspected the lead had physical damage. The rest of the lead was surgically abandoned. No additional adverse patient effects were reported.